Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, but grommet damage was noted and setscrew socket was full of blood/bloody fluid.

Event description:
It was reported that during the implant attempt, blood got into the header of the device creating noise on the atrial channel. The device was not implanted. There were no patient complications reported as a result of this event.